Event description:
A surgeon reported that air bubbles come out of the infusion line causing bubbles to enter the eye during a vitrectomy procedure. The procedures was completed with no harm to the patients.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. This is the firs complaint reported against the finish goods lot and the device history record (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).